Event description:
A med watch form was faxed over from walnut creek today regarding a massive blood leak initially thought caused by machine, as it was found that the blood leak sensor was displaced, yet machine was tested prior to treatment. It is now a complaint against the product shown above and the patient was transfused with units of blood after the incident. No sample is available at this time, as it happened 2 months ago.